Event description:
It was reported that during an unknown case the device would not work. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 7/10/2007. Damaged cam and anti-backup failure. Evaluation summary: the analysis results confirmed that one device was received with the cam cracked. The instrument was cycled, fed 8 unformed clips and two malformed clips due to a damaged antibackup. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.